Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, fluoroscopic imaging was performed and externalized conductors were noted on the right ventricular (rv) lead. All electrical values were stable and in range. The rv lead was capped during a procedure to downgrade a crt-d to a crt-p. Therefore, the rv lead was not replaced. The patient was stable following the procedure.